Manufacturer narrative:
Product ID 38892836, lot# b0249591k, implanted: 2004-(B)(6), product type lead product ID 30951036, serial# (B)(4), implanted: 2004-(B)(6), (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an an accident with the extension wire. Three out of the four wires broke. The extension lead got tapped. The issue was resolved.